Event description:
The customer reported to olympus that during reprocessing of the evis lucera colonovideoscope, the scope exhibited e315 error-scope error and abnormal image. It was reported that the intended procedure was a diagnostic enteroscope procedure and the procedure was completed using a similar scope. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, abnormal image found blackout screen occurred occasionally when the device angulated, vertically stripes appeared on the image occasionally when the device angulated, light guide tube wrinkled, switch box deformed and worn, and protector worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, although it was confirmed that there was an abnormality in the charged coupled device unit at the distal end. A further cause of the suggested phenomena could not be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.